Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigations. A review of the device history for the reported lot did not indicate any abnormalities related to the reported event. After a thorough investigation (returned device, DHR review, complaint history review), it appears that a slight initial conflict due to the mispositioning of the cup (angled) and overstress led to pe liner breakage. The most probable root cause of this event is a surgical technique error. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.

Event description:
It was reported that the patient underwent a revision surgery 20 months post operative following pain and swelling in the thenar eminence, appearing suddenly without any triggering factor since (B)(6) 2025. The cup and neck were replaced.